Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Lead polarity was adjusted to resolve the stimulation and the lead remained in use. The patient again complained of stimulation the following month. The lead was reprogrammed again to resolve. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.